Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device the first time and noticed it felt stiff. The clip fired and appeared to scissor. The next firings were fine and clips formed correctly. There were no patient consequences. Case completed with another device of the same product code.